Event description:
It was reported that a power on reset (por) occurred. Additional information was not available.

Manufacturer narrative:
Product ID: 8870, lot# unknown, product type: software. Product ID: neu_unknown_lead. Lot# unknown, product type: lead. (B)(4).